Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 441 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.